Event description:
It was reported that fluid leaked past stopper during use with a bd plastipak¿ - 3-piece syringe. The following information was provided by the initial reporter: fluid coming up past black plunger when syringe being applied.

Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. A device history review was performed for reported lot 2012070, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, upon visual inspection of the retained samples requested no damage can be observed in any of the individual parts. Stopper is correctly assembled in the ten syringes. These syringes were disassembled finding no damage in the plunger that could lead to the leakage experienced by customer. Leakage test was performed, no leak observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that fluid leaked past stopper during use with a bd plastipak¿ - 3-piece syringe. The following information was provided by the initial reporter: fluid coming up past black plunger when syringe being applied.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.